Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were seen during in situ measurements.

Event description:
Affected channels were seen during in situ measurements.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.